Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, dysuria, pelvic pain, parity 3, multi gravida, overweight and amenorrhea. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 3004 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingo oophorectomy robot-assisted removal device). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.251 kg/sqm. [Pathology test] on (B)(6) 2023: tissue/specimen: 1. Left and right fallopian tubes diagnosis: left and right fallopian tubes: fallopian tubes with no diagnostic abnormalities. Clinical information: menorrhagia, essure device implanted. Procedure: laparoscopic bilateral salpingectomy, essure removal- robotically assisted. Gross description: 2 portions of metal wire with minimal attached tissue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, dysuria, pelvic pain, parity 3, multi gravida, overweight and amenorrhea. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 3004 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingo oophorectomy robot-assisted removal device). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.251 kg/sqm. [Pathology test] on (B)(6) 2023: tissue/specimen: 1. Left and right fallopian tubes. Diagnosis: left and right fallopian tubes: fallopian tubes with no diagnostic abnormalities. Clinical information: menorrhagia, essure device implanted. Procedure: laparoscopic bilateral salpingectomy, essure removal- robotically assisted. Gross description: 2 portions of metal wire with minimal attached tissue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.